Event description:
It was reported to philips that the system had difficulty starting up. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely after the customer reported that the system had difficulty starting up following a potential power cut. The rse performed troubleshooting to identify and resolve the issue remotely. The rse shut down the system completely and then restarted it. This action helped restore the system's normal functionality. After the restart, the rse conducted functional tests to ensure the system was operating correctly. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.